Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned for analysis after it was found that the device had suffered premature battery depletion.

Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) was returned for analysis after it was found that the device had suffered premature battery depletion.

Manufacturer narrative:
Guidant's initial testing confirmed that the premature depletion of the device battery. The battery was replaced for purposes of further testing and the device was subjected to a variety of tests. The battery current draw was constantly monitored during the testing. This detailed analysis found no anomalies in the device operation, therefore, the root cause of the premature battery depletion could not be determined.